Event description:
Electrode belt sn (B)(4) was not returned to zmc for investigation. Review of the distributor's incident files indicates that the equipment was returned to the distributor for evaluation. The distributor evaluation indicated that the ECG "a & b" cable, ECG "c & d" cable, and trunk cable were intermittent. Per the distributor's records, the equipment was repaired and refurbished. Based on our analysis of the distributor incident files, our conclusion is that the damaged electrode belt cables were likely the cause of the alleged deficiency. Physical evaluation of the device at zmc does not add further value in the root-cause investigation.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed by the distributor. The reported problem (adjust belt messages and damaged electrode belt) has been confirmed. Upon investigation the electrode belt ECG "a & b" cable, ECG "c & d" cable, and trunk cable were intermittent. The root cause for the adjust belt messages was likely due to the damaged e-belt cables. The root cause for the damaged cables was excessive force. No adverse event resulted from the damaged belt.